Event description:
Pt with previous hand surgery was in radiology for a follow-up x-ray. A new device was just installed by the company rep and was being used on the pt for the first time. The device continued to descend and the pt removed their hand just in time to prevent injury. There was no harm to pt. Pt was able to move out of the way of the falling/lowering device. The rep had just left the site 30 minutes prior to this incident. They were called back to resolve the problem and that feature/mode was disconnected from the device in the interest of pt/staff safety. The feature mode referred to is the table top mode. This disconnection does not prevent the deivce from being used in the alternate mode of positioning. Upon investigation, it was noted to have shorted wires in the wall stand, shorting out the 24vdc supply. There also was a problem with the wallstand when selecting table top and the tube is centered over the receptor. This is a problem in selecting the mode with device positioning, causing the sudden decline from the anticipated position. If the tube is centered over the receptor, this circumstance sometimes drives.